Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the hub, shaft, and balloon and in the guide wire lumen and in the loosely folded balloon. The blood in the balloon suggests that blood entered through the ruptured balloon. There was dried contrast on the shaft and crystallized contrast in the inflation lumen. This is all consistent with the reported information that the product was prepared for use, inserted in the body, and at least partially advanced over a guide wire and inflated. The inflation device used during the procedure was not returned. During analysis, a new indeflator, filled with water, was used in an attempt to pressurize the sds, but the sds could not initially be pressurized due to the thick, dried crystallized contrast in the inflation lumen. The sds was left pressurized with water and the contrast was dissolved and revealed a longitudinal hole in the proximal taper of the balloon proximal to the proximal balloon marker. The balloon material at the hole was protruding upward from the balloon. There were no scratches visible. Scanning electron microscopy (sem) analysis determined that the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located adjacent to a fold crease in the proximal taper. Factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, or lesion calcification. There was no report of any leaks in the product or balloon damage during preparation for use. During use of the product, there can be interaction with the lesion and/or accessory devices, which may damage or weaken the balloon material and possibly lead to balloon rupture during inflation. It is possible that interaction with stenosed lesion contributed to the balloon rupture. Although a conclusive cause cannot be determined for the balloon rupture, the reported inflation difficulties and failure to deploy the stent appear to be related to the balloon rupture. Analysis also noted that the stent implant had dislodged from the balloon, which was not initially reported, and was not returned. However, there were crimp marks between the markers on the balloon that indicated that the stent implant had been properly positioned at the time of manufacture. The protective sheath was not returned. Additional clarification was received that the account did not report stent dislodgement during use or after use; therefore, it is believed that the stent dislodgement occurred as a result of handling during packing/shipping back to abbott vascular for investigation. Additionally, analysis noted multiple bends and kinks throughout the entire length of the hypotube. The bends and kinks were not initially reported and likely occurred as a result of handling during the procedure or from handling of the product during packaging/shipment back to abbott vascular for investigation. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In addition, there have been no other incidents reported for inflation difficulties, failure to deploy, balloon rupture, or stent dislodgement for this lot. A conclusive cause cannot be determined for the balloon rupture. However, the reported inflation difficulties and failure to deploy appear to be related to the balloon rupture, the noted stent dislodgement and bends and kinks appear to be related to the operational context of the product, and there is no indication of a product quality deficiency. All stent delivery systems (sds) are visually inspected and leak tested prior to packaging, and all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force and a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the eccentric, proximal left anterior descending artery ostial lesion, the 3.5 mm x 15 mm xience v stent could not be deployed as the balloon could not be inflated. Additionally, it was noted that there was slight balloon inflation, maybe 4 to 6 atmosphere (atm), but as the balloon did not inflate as expected the inflation was stopped to avoid stent dislodgement. There was no reported patient effect. Though requested, no additional information was provided. Return device analysis revealed the stent implant had dislodged from the balloon and was not returned.